Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Hyphema and iop increase are identified in the labeling as known inherent risks of trabecular micro-bypass aqueous shunt procedure. The IFU adequately provides instructions, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a left eye (os) istent infinite trabecular microbypass system procedure, the patient presented on postoperative day one (1) with hyphema characterized as "mild", and associated with increased intraocular pressure (iop) which was treated with medication. Additional information has been requested.

Manufacturer narrative:
Additional information: b5, b6, g3, g4. MFR# reference: (B)(4).

Event description:
The following additional information was received. Reportedly, the patient's hyphema resolved with medication at one (1) week postoperatively. Per report, a follow-up slit lamp examination indicated no anterior chamber cells and no flare. Moreover, a "one time" intraocular pressure spike was noted.